Manufacturer narrative:
(B)(4).

Event description:
It was noted that the patient presented for follow up, the left ventricular lead exhibited loss of capture, a fluoroscopy revealed an insulation abrasion. The lead was explanted and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
Final analysis found insulation abrasions at 71.0 to 71.8 cm and 73.0 to 73.8 cm from the connector pin . The high lead impedance was due to the fractured re cable next to the s-shape at 70 cm from the connector pin.